Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter removal difficulties occurred. The 80% stenosed lesion was located in the mildly tortuous and mildly calcified right renal artery. The physician placed another MFR's guide catheter, and a filterwire ez, and then deployed an express sd renal biliary stent 7.0x15mm. The balloon was inflated 10 times at 10atms for 30 seconds each inflation. The balloon became stuck inside the stent struts, and the physician had to remove the stent delivery system, guide catheter and filterwire as one unit. The stent was successfully deployed and implanted. No pt injuries were reported. The pt status is reported as "fine".

Manufacturer narrative:
The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).